Event description:
It was reported that the foot control runs continuously. There was no patient impact.

Manufacturer narrative:
(B)(4). The device has not yet been returned to the manufacturer. Result: results pending completion of evaluation. Conclusion: conclusion not yet available, evaluation in progress. Method: no testing methods performed. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. We are unable to determine the definitive cause of the reported event. This product was being used for treatment not diagnosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product returned (B)(4) 2013. The pins on the connector were twisted. The pins were repaired, and the device was returned. (B)(4).